Event description:
Boston scientific crm received information that this right atrial (ra) lead was an attempted implant as it would not remain affixed in the right atrium. As a result of the lead touching the patient's right bundle branch, this patient exhibited complete heart block. No further complications were reported.

Event description:
--

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at the (B)(4) laboratory, visual inspection revealed that the complete lead was returned and the helix was retracted. Resistance and pressure tests verified the electrical performance and insulation integrity of the lead. The clinical observation was unable to be reproduced during laboratory testing. This lead was found to be functioning within lead specifications.